Event description:
The customer was admitted to the hospital for high blood glucose levels and diabetic ketoacidosis. Customer reported a motor error alarm during prime. Pump did not pass the manual prime test. Troubleshooting was not performed. The daughter stated the cannula was bent and the customer did not follow the 2 high blood glucose rule.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore ,consider this report complete to the best of our knowledge.